Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in section is the complaint awareness date. (B)(4). As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter tilt (medially and posteriorly at the superior end, the filter is embedded within the ivc wall, and all struts perforate the ivc up to 7mm. One anterior strut perforates 7 mm and one lateral strut 5mm, both contact the bowel, two medial struts perforate 5mm and reside within the soft tissues, and one lateral strut perforates 5mm and contacts the right psoas muscle. The ivc is completely thrombosed distal to the ivc filter and there is thrombus as well as calcific densities within the lumen of the ivc filter. There is one loose detached fractured fragment adjacent to the l3 vertebral body and near complete collapse of the filter caused by one lateral fractured strut, one medial fractured strut and one posterior fractured strut. The indication for the filter implant, procedural details and patient medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Trapease ivc filters are indicated for permanent placement. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the following: the inferior vena cava (ivc) filter is tilted medially and posteriorly at the superior end. The filter is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. One anterior strut perforates the ivc wall 7 mm and contacts the bowel. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One lateral strut perforates the ivc wall 4mm and contacts the bowel. One lateral strut perforates the ivc wall 5mm and contacts the right psoas muscle. The ivc is completely thrombosed distal to the ivc filter. There is thrombus within the lumen of the ivc filter. There are calcific densities within the central portion of the ivc filter. There is one loose detached fractured fragment adjacent to the l3 vertebral body. There is near complete collapse of the ivc filter caused by one lateral fractured strut, one medial fractured strut and one posterior fractured strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.